Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right femoral artery. A percutaneous coronary intervention was performed on a 90% stenosed, 2.75mm x 28, de novo lesion, eccentric shape, located in the right coronary artery (rca). A 6f guide catheter was advanced and crossed from the proximal to mid rca. A 2.5 x 18mm nc (non compliant) balloon was advanced to predilate the lesion at 20 atmospheres (atm), and immediately following predilation, the lesion was 40% stenosed. A 2.75 x 32 synergy drug eluting stent was deployed at 12 atm, from the proximal to mid rca. Following stent deployment, post dilatation was performed with a 2.75 x 12mm balloon. An angiogram was performed, and a distal edge dissection was noted. To cover the edge dissection, a 2.75 x 24mm synergy stent was deployed at 11 atm, overlapping the previous stent. Post stent dilatation was performed with a 2.75 x 12mm nc balloon. A final angiogram was performed and revealed no residual stenosis with good antegrade flow. The procedure was completed with no further patient complications, and the patient was reported to be stable following the procedure. It was further reported that no other device was used to deliver the stent. No issue in delivering the stent and no issue with inflation occurred. It was noted that after post dilation, a distal edge dissection was observed.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the right femoral artery. A percutaneous coronary intervention was performed on a 90% stenosed, 2.75mm x 28, de novo lesion, eccentric shape, located in the right coronary artery (rca). A 6f guide catheter was advanced and crossed from the proximal to mid rca. A 2.5 x 18mm nc (non compliant) balloon was advanced to predilate the lesion at 20 atmospheres (atm), and immediately following predilation, the lesion was 40% stenosed. A 2.75 x 32 synergy drug eluting stent was deployed at 12 atm, from the proximal to mid rca. Following stent deployment, post dilatation was performed with a 2.75 x 12mm balloon. An angiogram was performed, and a distal edge dissection was noted. To cover the edge dissection, a 2.75 x 24mm synergy stent was deployed at 11 atm, overlapping the previous stent. Post stent dilatation was performed with a 2.75 x 12mm nc balloon. A final angiogram was performed and revealed no residual stenosis with good antegrade flow. The procedure was completed with no further patient complications, and the patient was reported to be stable following the procedure.